Event description:
It was reported that the 9800 system c-arm will not power up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the limo receptacle. The system was tested and found to be working as intended and placed back into service.